Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After advancement of an unspecified guiding catheter, rotation was performed at mid to distal rca and a 32 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. Attempt was made to put the stent, which was not yet inflated, back into the guiding catheter but failed. The physician then removed the stent and guiding catheter together. The proximal edge of the stent was lifted when it was checked. The procedure was completed with another of the same device. No patient complications were reported and patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the two most proximal stent rows raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal into the guide catheter. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the outer was detached at 181 mm from the tip and the inner was detached at 182 mm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The proximal section of shaft and manifold were not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After advancement of an unspecified guiding catheter, rotation was performed at mid to distal rca and a 32 x 4.00 promus premier drug eluting stent was advanced but failed to cross the lesion. Attempt was made to put the stent, which was not yet inflated, back into the guiding catheter but failed. The physician then removed the stent and guiding catheter together. The proximal edge of the stent was lifted when it was checked. The procedure was completed with another of the same device. No patient complications were reported and patients' status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft was intentionally cut by the physician outside the patient.